Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s display has condensation that comes and goes. They could not see the entire screen. The device was not exposed to fluid. The customer was also having issues with the buttons not responding and getting stuck. The customer stated they had been experiencing high blood glucose since they noticed the issue with the device. The customer¿s blood glucose during the incident was between 300 mg/dl to 600 mg/dl. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc, act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. No missing segments or partial display noted during testing. Device received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.